Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness and was found unconscious by the son. The son was able to treat the patient with a glucagon injection. At an unspecified time of the event the cgm was reading 567 mg/dl and the blood glucose reading was low mg/dl; it could not be confirmed if these values were post-treatment. At the time of the report the patient was recovered but still shaky. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.